Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Subject catheter was returned with the concomitant guidewire which was inserted through the catheter and broken. The tip section of the catheter was broken off and separately returned. Marker coil next to the breakage site was found badly unraveled, and x-ray observation revealed that the guidewire was also trapped and damaged at the unraveled marker coil. Trace of rotational force and abrasive damage were observed at the breakage site and on the surface of the broken-off tip section. The x-ray opaque internal braiding was found deformed before breakage. Breakage was found at the tip of the concomitant unknown guidewire. Lot history review revealed no anomaly relating to the reported event, no other similar product experience report was received. All the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency. Based on the obtained information and the outcomes of the investigation, it is inferred that tip section to distal end of the shaft of the catheter was trapped by the target lesion when they were advanced into the heavily calcified target cto lesion, where rotational manipulation was excessively applied for bail-out of the devices, resulting the breakage of the tip section when the accumulated rotational force exceeded the product design limit. IFU describes in the section of warning and precautions for use: - do not use this microcatheter to an advanced calcified lesion. - do not rotate this microcatheter in the same direction, either clockwise or counterclockwise, for more than 10 consecutive rotations. If resistance is felt while rotating this microcatheter, do not proceed with further rotation regardless of the number of performed rotations. Identify the cause of resistance under fluoroscopy, and take an appropriate action. Never continue the operation without identifying the cause. (Continuing rotation may damage or break apart this microcatheter or damage the blood vessels.) - if any resistance is felt during the removal of this microcatheter, remove the microcatheter and the guide wire as a unit while checking under fluoroscopy the position of all the devices used in combination.

Event description:
To treat heavily calcified cto lesion at lad #6, subject catheter was advanced over the unknown guidewire in a retrograde manner, reverse-cart technique was performed together with other device from antegrade approach. When the devices from retrograde approach were removed, some resistance was felt, however the physician continued removal of the devices, the tip of the catheter was broken off. The broken fragment was retrieved by snare that was advance from antegrade approaching site. Stent was deployed to the targeted lesion. Patient is in good condition.